Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, no damage or other defects were observed on any of the devices which could contribute to the reported incident. Functional testing was performed, liquid passed from a syringe through our injector, optima connector, and mating needless connector without issue, no disconnection occurred between the optima connector and needless connector and no leakages were observed. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. A device history review was performed for reported lot 2208503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported optima connector lot and no issues were identified. Retained samples from lot 2208503 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. It is important to follow the instructions for use when engaging the device with a mating luer component to ensure all luer connections are securely tightened before use. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material: 515070, batch#: 2208503. It was reported by the customer that when hanging a secondary set of chemo. The connector (c35-o) is being "pushed" off of the plum pump primary set at the y site at the cartridge. Verbatim: rcc received a complaint via email. Email(s) attached. When hanging a secondary set of chemo. The connector (c35-o) is being "pushed" off of the plum pump primary set at the y site at the cartridge. Item #14687-28 lot: 13850377. For home infusion they are using a cadd pump. They are having the same issue except they are using maxplus clear needle free connector (item# mp1000-c lot: 24026432). C35-o is being "pushed" off of max plus during infusion. Causing chemo spills when comes disconnected. Customer response: address: xxxxx. Adverse events: patient's 5-fu being infused via cadd pump disconnected at home. Patient was able to reconnect the line, but a spill did occur.. Patient in outpatient infusion area was receiving doxorubicin. The connector dislodged from the IV set attached to the plum pump. A spill occurred due to the injector and connector being engaged. Issue: we utilize cadd pumps and plum pumps in our outpatient chemo area. Nurses join a phaseal connector to a bd needleless connector and attach it to the patient's port. Once in place and ready for infusion they join the phaseal injector to the phaseal connector. We are having repeated occurrences of separation during the infusion. The phaseal connector is separating from the needleless connector which allows the chemo infusion to continue to flow.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.